Manufacturer narrative:
(B)(4). D10: item# 110029938; lot# 116420, item# 00840002411; lot# 63171877, item# 00840009500; lot# 66458918, item# 00840009000; lot# 66462812. G2: foreign - event occurred in australia. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an elbow revision approximately seven (7) months post-implantation due to squeaking of elbow and excessive rom. The surgeon originally planned to revise distal body; however, the whole implant was loose and was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: proposed component code - mechanical (g04) - stem. Visual examination of the provided pictures identified the implant construct after it was explanted. Bio-debris is present on the implants. No part or lot information is pictured. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right humerus and elbow demonstrate a right elbow arthroplasty with three proximal cerclage wires. No radiolucency is noted. On the lateral film, there is an ossific density at the level of the olecranon which is not seen on ap film. No definite loosening is seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.